Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking (esc). It was noted that the proximal conductor was distorted, the outer insulation had cosmetic esc, and the lead had apparent explant damage.